Event description:
The patient experienced a lost of therapeutic effect after receiving electrocautery to their face for dermatologic reasons. The dermatologist had not been advised of the existence of the implantable device. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.